Event description:
It was reported that the presenting electrogram has large artefact with noise markers. Technical services advised some options. The system was tested and the noise was likely myopotential. A x-ray may be scheduled. Later, it was reported that the patient received an inappropriate shock due to oversensing of noise. An office follow-up found more noise. The doctor elected to program the therapy off and may revise the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the presenting electrogram has large artefact with noise markers. Technical services advised some options. The system was tested and the noise was likely myopotential. A x-ray may be scheduled. Later, it was reported that the patient received an inappropriate shock due to oversensing of noise. An office follow-up found more noise. The doctor elected to program the therapy off and may revise the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a fractured sense a conductor approximately (B)(4) mm from the tip (distal suture tip). The fracture characteristics appeared consistent with cyclic fatigue. The end of the coil is separated and has tooling damage as well. The fatigue fractured filars are also noted. The fractures resulted in the observed noise, oversensing, and inappropriate shock. The event is in CAPA 00005954 emblem 3501 electrode proximal fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the presenting electrogram has large artefact with noise markers. Technical services advised some options. The system was tested and the noise was likely myopotential. A x-ray may be scheduled. Later, it was reported that the patient received an inappropriate shock due to oversensing of noise. An office follow-up found more noise. The doctor elected to program the therapy off and may revise the electrode. There were no additional adverse patient effects.